Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a blank display on the lcd of their insulin pump. The customer's blood glucose level was 303 mg/dl. The customer was assisted with a self test and the pump passed all specifications. No further assistance was needed.